Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was dead and that it only lasted 3 years. The patient said it died around (B)(6) or (B)(6). The patient was told the battery should last 10 years. The patient said the ins was causing him pain and the patient was in more pain now. The patient stated that he was having issues with it and the patient said they were just rolling around in bed or whatever or leaning up against something. The patient said the ins was just under the skin and it moved around. The patient said the issue didn't start since implant and they got some usage out of it, but it wasn't the answer to their problems. The patient was not clear and did not want to explain further. The patient said their current hcp wouldn't explant the device because they didn't implant it. Physician listings were sent to the patient. No further complications were reported.